Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on the morning of (B)(6) 2011, the patient obtained a blood glucose reading of "hi mg/dl." The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient took a corrective bolus dose of insulin via a syringe injection; his subsequent blood glucose reading was 400 mg/dl. The patient is a recent kidney transplant patient and had been on a course of antibiotics, and was suffering from a cold. Troubleshooting revealed no issues with the infusion set or infusion site and all total basal/bolus doses given correctly matched those programmed. It was also determined the pump date/time settings were incorrect and the basal settings were incorrect, which may have contributed to the patient's elevated blood glucose readings. The patient's technique was incorrect in that the date/time/basal settings in the pump were incorrect. However, as the patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.